Manufacturer narrative:
Patient was in cardiac arrest prior to attempted intubation. Customer experience failed intubation using laryngoscope. Backup airway was used. No serious injury reported.

Event description:
Product malfunction. The screen appears to have bubbles under the surface, making it difficult to see. The outer edge of the screen has separated from the screen.